Manufacturer narrative:
Analysis found no damage or anomalies in the construction of the device that would have resulted in the reported event. The drawing requires each circuit to be less than 20 ohms and contain no short circuit between poles. The actual readings were as follows; red 18 ohms, red with band 17, blue 19 ohms, and blue with band 18 ohms. There were no short circuits or out of specification condition identified. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the endotracheal tube was used for the first time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that after the endotracheal tube was placed in the patient, the mainframe detected that in channel number one there was no good signal and a red cross appeared on the screen of the mainframe while channel number two showed normal and good values during the thyroid procedure. The wires from both channels were switched. The red cross now appeared on channel number two. The reported endotracheal tube was extubated and another tube was used to complete the procedure. This was not the first time the endotracheal tube was used. The procedure was delayed when the second tube was positioned.